Manufacturer narrative:
On august 25, 2020, device re-evaluation was completed due to patient also experiencing capsular contracture baker grade iii. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each product is visually inspected during manufacturing to ensure the product meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery was 1/22/2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2020. - field h1 has been updated from "malfunction" to "serious injury" - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor also became aware that the date of surgery was moved to (B)(6) 2020. Hence, field d7 has been updated to (B)(6) 2020 on this form. The patient underwent bilateral explantation and replacement with catalog number 3505375bc; serial number (B)(4) on the right side and with catalog number 3505375bc; serial number (B)(4) on the left side. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device no apparent damage could be observed. An investigation of the returned device was performed, and mentor could not uncover any device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2020, mentor became aware that the patient experienced capsular contracture baker grade iii. Hence, patient code capsular contracture has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right; 500cc mentor memorygel breast implant; catalog number: 3505004bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent revision breast revision breast augmentation with 600cc mentor memorygel breast implant. Before surgery they discussed 475 & 425 cc, but patient was given 600/500cc. Patient expressed dissatisfaction with procedure outcome since left size was larger. Doctor told her they would need to change sizes. There were no patient consequences reported.